Manufacturer narrative:
Product complaint # (B)(4). Additional MFR. Narrative: device evaluation summary. Corrected device evaluation summary: the analysis results found that the cdh25a device arrived in the juarez pi lab with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival in cincinnati pi lab, the device was twice reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: in the opinion of the surgeon, did the device issue contribute to the change in the procedure from laparoscopic to small laparotomy? No further information is available. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. No further information is available. What is the current status of the patient? The patient is stable as of 14th june.

Event description:
It was reported that during a laparoscopic assisted total gastrectomy, there was no usual feedback of breaking the washer at the first firing, and the washer was uncut. The device was used between the esophagus and the jejunum. It was also reported that the device had a difficulty in being removed from the patient. It was found that the staples were wholly loosely formed. The bleeding occurred. The amount of the bleeding is unknown. No blood transfusion was required. There was a mark that the knife contacted with the washer. The donuts were created properly. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. The surgeon is a male, and he had experience in using cdh devices. The surgeon commented that the feedback at the firing was soft like when the competitive stapler would be used. The surgeon was pressured with the gazes and sutured as a hemostatic procedure. There was not leak but space where he was able to see gap. The staples were unformed like u-shape. At first, he started laparoscopic surgery and shifted to small laparotomy earlier than he expected. It was because it was difficult to remove all tumor. The patient is stable.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59p4e. Device evaluation summary: the analysis results found that the cdh25a device arrived in the juarez pi lab with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival in cincinnati pi lab, a crack was noted on the handle near the handle weld distal to the trigger. The device was twice reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.